Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the right side. Device has been explanted and not replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and not replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ black particles inside of the device. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.